Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of severe aortic stenosis (as), atrial fibrillation (af), type a aortic dissection and mural thrombus. The patient has a prior medication history of direct oral anticoagulant (doac). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the ds had resistance between the aorta and vascular graft then the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-op, at an unknown time, the patient was developed with a complete heart block, and a permanent pacemaker was implanted to resolve the event. It was also reported that the site indicated that a pacemaker should have been implanted in advance. On (B)(6) 2026, the patient was also developed with stroke with a symptom of right-side paralysis, and the patient was currently hospitalized. The patient has an extended hospitalization with a duration approximately from (B)(6). 2026 to (B)(6) 2026. In the physician¿s opinion, the stroke was likely due to the mural thrombus encountered during device passage.